Manufacturer narrative:
Date of initial report: november 2, 2007. A valleylab representative visited the operating surgeon to obtain further details about the incident. The surgeon could not supply any details because the incident occurred in august and he could not remember. Possible causes of the incident condition were reviewed as well as recommendation for correcting this problem should it occur again in the future.

Event description:
The report stated, that the jaws of the device froze and would not open.